Manufacturer narrative:
(B)(4). (B)(4). Malformed clip, lockout premature the er320 was received with one clip in jaws. It was cycled and one conforming clip was fed and then, a lock out premature incident was noted. The lockout was broken and during the next firing sequence one clip with gap was fed. The remaining twenty clips were conforming. The device was disassembled and the handle posts were noted broken which resulted damaged when the premature lockout was broken off. However, it could not be determined what may have caused the condition found. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked up and was not able to fire any additional clips. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.